Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The connection and the cable wiring were replaced on the interconnect cable. The system was tested and operates as intended.

Event description:
The customer reported that the 7700 system would not work. No pt injury was reported.